Event description:
Reporter stated that the gripper micro was in use when the needle broke off inside the pt during treatment. The needle portion was removed from the pt. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.